Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the device morcellated a bit, made a noise and then would not cut. Another like device was used. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended, however, the outer gasket was found to have tear. The blade appeared sharp visually.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.